Event description:
It was reported that a cut was observed on an unknown location of an interlink continu-flo administration set. This was observed before use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. One unit was available for evaluation at the plant. The reported condition was confirmed during visual inspection. A cut was observed on the tubing. Visual inspection under a microscope showed that the cut is angular. A second cut in a v shape was identified approximately 1/4 inch above the severed section. The severed section was found be approximately 37 inches below the drip chamber. No other test was performed. Should additional relevant information become available, a supplemental report will be submitted.